Event description:
Manufacturer received a report from an attorney alleging that the backrest on a transfer bench popped out, causing the end user to fall backwards off the bench and into the tub. The end user will likely require surgery on his shoulder in the near future.